Event description:
A customer reported a cartridge alarm 20 with their pump, and there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported such alarms with this pump serial number, though they had experienced cartridge alarms with consecutive cartridges. Technical support decided to replace the pump, which was still under warranty until january 2028. The customer was advised to switch to multiple daily injections as a backup for insulin delivery during the replacement process. Instructions were given for returning the faulty pump to tandem, including how to put it into storage mode and using the provided return box and pre-paid label. The customer was informed that the replacement pump would initially come with software version 7.10.2, with a forthcoming update available on their source account. They needed to program their settings and connect their cgm to the replacement pump once received.